Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number: therefore, the lot expiration and device manufacture dates are unknown. This event was reported by post market clinical research specialist ii. The initial reporter facility name is: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation, through a post market clinical follow up (pmcf) of retrospective data collection, that a segura basket was used during an extirpation of matter from left ureter, via natural or artificial opening endoscopic; fragmentation in left ureter, via natural or artificial opening endoscopic procedure performed on (B)(6) 2021. During procedure, ureteral perforation occurred. Red blood cells leukocytes rdcd ea unit is a possible treatment. The patient was admitted in the hospital for 3 days.